Manufacturer narrative:
The insulin pump was received with full segment display due to faulty on the interface board. Unable to perform the displacement test, verify unresponsive buttons/keypad, and frozen display due to full segment display. No unexpected audio alarm noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons on the insulin pump were responding. The customer also reported a beeping noise was heard from the insulin pump. Customer's blood glucose was unknown. The customer reported dropping the insulin pump prior to the keypad anomaly occurring. It was also reported the insulin pump had a frozen display. Customer reported removing the battery, but information was still present on the display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.